Manufacturer narrative:
(B)(4) refer for the results of the imaging evaluation.

Event description:
Updated event description: the following was reported to gore: the patient presented with a large ostium secundum atrial septal defect (asd). In unenhanced imaging the defect was about 13 mm in size and exhibited a 4 mm rim to the aortic root. Balloon sizing was performed; the balloon waist measured 20 mm. A 20 mm aga amplatzer asd occluder was used. The device was seated bulkily in the defect and covered one third of the aortic root. The device was too large and was removed. The physician then implanted a 16 mm aga amplatzer asd occluder, and it showed a flat configuration in the defect. However, the device still covered approximately ¼ of the aortic root. The device was removed and a third implantation attempt was made with a 30 mm gso. A total of four unsuccessful attempts were made to open the gso within the defect in a way ensuring stable seating of the left and right atrial disc. The physician decided to remove the device. At this point in the procedure, with the sheath already in the inferior vena cava and the device fully retracted into the sheath, the patient developed sudden-onset bradycardia and a pericardial effusion was detected. A 10 minute reanimation was performed, until the situation was stabilized by pericardial drainage and intubation. The circulatory parameters rapidly stabilized with normal heart rhythm and good echocardiographic pump function. Active bleeding recurred one hour after the primary event, and the decision was made to surgically repair the atrial tear with simultaneous closure of the asd.

Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
The following was reported to gore: the patient presented with a atrial septal defect (asd) which was intended to be treated with a gore® cardioform septal occluder. Due to the stiffness of the system it was not possible to align the device with the septum. The device was almost perpendicular to the septum and therefore slipped through the defect. Consequently the device was removed. It was decided to close the asd surgically. After the device had been removed, the patient's vital signs (electrocardiogram) indicated that something was wrong. The physician detected a pericardial effusion. The patient had to be re-animated and went for surgery. The patient was transmitted to the intensive care unit.